Event description:
Went into patient's room at change of shift. Once in room, pca pump began alarming, screen was red with code #48622 visible on screen. Unable to silence the alarm or reset pump. Patient disconnected from the infusion immediately and a new pump requested. Batteries were removed from the pump in an effort to reset/stop the alarm from continuing. Once batteries removed and replaced, the pca pump was able to be turned on. When prompted, during programming, for the 3 digit pass code (B)(4), the pump responded with message that it was the incorrect pass code.